Event description:
In 2005, a physician attempted to performed a prolieve treatment but was unable to do so because the compression balloons of two separate catheters did not achieve the correct pressure. The first catheter was removed without difficulty. After the second catheter was placed and did not achieve the correct balloon pressure, the physician attempted to deflate the anchoring balloon and remove the second catheter. The physician met resistance when he tried to remove the catheter. It was reported that the physician then quickly released the catheter. When the catheter was removed, the pt had "considerable" bleeding and it was noted that the microwave antenna end had protruded through the catheter wall. A foley catheter was inserted and the pt was sent home with pain medication and a return follow-up appointment. They returned 4 days later for a follow-up at which time the physician noted that there was no further bleeding and removed the catheter. The physician decided at this time not to perform any additional procedures due to the risk of causing additional bleeding.